Manufacturer narrative:
A ge representative evaluated the system, and replaced the monitor. System operates as intended. (B) (4).

Event description:
The customer reported the left monitor went blank. No pt injury was reported.